Event description:
Event description guidant received information that this right ventricular lead was surgically abandoned and replaced due to exhibited low sensing and high pacing thresholds. No adverse patient effects were reported.